Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump did not turn on. Customer stated that battery compartment was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
S/w version 4.11e; retainer ring = black; case type = ngp. Customer returned pump for an alleged blank display and cosmetic damage located at the battery compartment found on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test. Unit failed to pass the self test due to missing vibration segment during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 53 (file# (B)(4) line# (B)(4)) occurred on (B)(6) 2023 09:23 in history files and traces. Low battery alert ((B)(6) 2023 20:40) replace battery alert ((B)(6) 2022 06:11) replace battery now ((B)(6) 2022 06:42) and power loss alarm ((B)(6) 2023 15:37) in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), stained serial label, keypad overlay texture damage, battery cap contact missing. Blank display was not observed during analysis. Blank display not confirmed. Cosmetic damage is confirmed at the battery compartment. Pump error 53 is confirmed due to being found in history files and due to software anomaly. Vibration anomaly is confirmed due to moisture damage on the vibration harness assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.